Event description:
It was reported that during a procedure, the bottom of the device was torn. Used a new one to complete the case. There were no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.